Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor and introducer needle came out after insertion. The customer blood glucose level was 198 mg/dl. The customer was assisted with troubleshooting. Customer states the sensor or needle was attached to the abdomen. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer reports the introducer needle was no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. Customer reported that the sensor and introducer needle stuck together. The device will not be returned for analysis.